Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
Complainant reported lot number 0ml0072701, but there was no match for this lot number in our system.